Event description:
It was reported there was a short circuit in the lead and low impedances of seven ohms was measured on electrodes 0 and 3. The short circuit was present prior to and after the patient¿s implantable neurostimulator (ins) was replaced. The short circuit did not impact the patient¿s settings. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v006947, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot # v006364, implanted: (B)(6) 2006, product type lead; product ID 37602, serial # (B)(4), product type implantable neurostimulator. (B)(4).